Event description:
It was reported that prior to a procedure when the device was being tested, the irrigation was not working well. In the event that loss of irrigation is experienced, there is the potential for overheating to occur. The customer completed the procedure with a back-up device. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
This report is being filed as part of a retrospective remediation of sonopet complaints that identify loss of irrigation, based on a discussion with a representative from the MDR policy branch on (B)(4) 2013. The device was received at the MFR for evaluation and the complaint could not be confirmed.